Manufacturer narrative:
The device was returned for analysis. However, the stent component was not returned as it remains in the patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history found that there is not a lot specific product quality issue. The investigation determined that operational context was the likely cause for the reported elongation and difficulty advancing the supera device. It is likely the supera stent was deployed such that there was an overlap both at the distal and proximal ends with previously implanted stents, both of which the inner diameter was not reported. Once recognized that elongation was occurring the user appears to have mitigated the elongation by manipulating the stent pattern, or ¿stacking¿ of the stent during deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a procedure to treat the distal left superior femoral artery. A 6.0x60 supera stent was inserted and advanced to the target lesion. However, during advancement, the stent interacted with a previously implanted stent, causing the stent to elongate roughly 20mm. The stent was still able to be deployed at the target lesion without issues. No adverse patient effects occurred and there was no clinically significant delay in the procedure. No additional information was provided.